Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported a navigation ring malfunction and the ventilator display getting dim. There was no patient involvement.